Event description:
It was reported to philips that the heartstart mrx als defibrillator exhibits various errors. No further information has been provided at this time. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device exhibited various errors during the daily test. The device was evaluated onsite, based on the information available, errors found during testing indicated a malfunction of the therapy board. The fse replaced the therapy board to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was due to a faulty therapy board. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the therapy board. There have been no further communications regarding this issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.